Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and a motor error three to four days prior to the call. The customer stated that their blood glucose level was unknown during motor error and 231 mg/dl during the compromised force sensor system alarm. The customer was assisted with prime rewind troubleshooting. The customer stated that the insulin pump was neither dropped nor bumped. The customer also stated that the drive support cap was sticking out. The customer stated did not press the cap while connected. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. There was no indication of troubleshooting for the motor error. The insulin pump will be returned for analysis.